Manufacturer narrative:
No button error alarm noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to calibrate their sensor. The customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.